Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue and low blood glucose. The customer's blood glucose was 52mg/dl at the time of incident. Trouble shooting was performed calibration issues. Customer stated always experience lows at night and declined low trouble shooting since will be speaking to her healthcare professional about it and working on it. The insulin pump will not be returned for analysis.